Event description:
It was reported that the subject mitral valve was explanted after an implant duration of approximately seven (7) years due to mitral insufficiency. There was no additional information provided by the healthcare provider despite multiple follow up attempts by edwards.

Manufacturer narrative:
The report indicates an edwards bioprosthetic mitral valve was explanted after an implant duration of approximately seven (7) years due to mitral insufficiency. There was no additional information provided by the healthcare provider despite multiple follow up attempts by edwards. It was also learned that the explanted device was discarded and will not be returned or evaluated. Therefore, the root cause of this event cannot be identified or evaluated at this time. Edwards will continue to review and monitor all events.